Manufacturer narrative:
--

Event description:
Boston scientific crm received information that, during a routine follow-up appointment, this device was in end of life (eol) battery status. Interrogation revealed the device had a charge time of 45.1 seconds associated with a battery voltage of 2.58 v. It was reported the device had a charge time of 14 seconds at the previous follow-up. The physician commented the sudden increase in charge time was strange. No adverse patient effects were reported.

Event description:
The device was explanted and replaced.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the device was analyzed. Review of device memory confirmed the device had reached eol. Multiple charge timeouts had occurred in which the device was unable to charge the high voltage capacitors in less then 45 seconds. The device case was opened, and analysis of internal components isolated the long charge time to an open circuit high voltage resistor. The open circuit prevented capacitor charging.

Manufacturer narrative:
An explant procedure was scheduled. The device is expected to be returned for analysis following explant. This event will be updated upon return and completion of analysis.